Manufacturer narrative:
Initial reporter: customer contact information is unknown. Bd corporate state used. FDA notified?. The initial reporter also notified the FDA via medwatch # 5253944. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after administering novolog medication, there was no activation click and the needle was left protruding after use past the safety shield. Found during use. No serious injury or medical intervention noted.

Manufacturer narrative:
Additional information was received for the awareness date. The following field have been updated: awareness date: 09/01/2017.

Manufacturer narrative:
Investigation results: severity: s1; occurrence: a complaint history check was performed and this is the related 1st complaint reported for the defect/condition on lot number 4308703. As per manufacturing, a device history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no CAPA is required at this time.